Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
Cedric, an rn in the ICU, called into the emergency support program line to request support regarding a pump that was in standby. He stated that the pump had multiple alarms earlier, and at the time of the call the pump would not start. A screenshot showed the pump had been in standby for 11 minutes with a prolonged time in standby, unable to calibrate the iab optical sensor, and a low helium alarm. The pump pressure was 80 over 56 with a mean of 66. The esp team asked cedric to press the start key, but the pump still would not start. He requested a facetime call, and during the call the esp team had him press the start key again without success. Cedric then asked for help changing the helium tank. He explained they had attempted to change it earlier but heard a loud hiss. The esp team walked him through replacing the helium tank, after which the icon indicated the tank was full and the pump was able to start. The fiber optic arterial waveform showed artifact. Cedric stated he had tried to flush but the inner lumen did not give blood return, and attempts to aspirate were also unsuccessful. The esp team instructed him on disconnecting the pressure tubing and capping the inner lumen and explained that no one should attempt to use the inner lumen due to thrombus risk. While discussing the option of using the radial arterial line to transduce the arterial waveform, the patient¿s heart rate dropped into the 40s. The esp team explained the pump should remain in auto during CPR and recommended an x ray to confirm catheter placement, and cedric moved to prioritize patient care. The arterial waveform still had artifact, with pump pressures reading 178 over 107 with a mean of 145 and augmentation of 167. Cedric reported the radial pressure on the bedside monitor was 116 over 25 with a mean of 56. The esp team explained the pump numbers were inaccurate due to artifact and that he needed to use the radial arterial line for the pump pressure reading. He stated the patient had suffered a cardiac arrest at home and remained on maximum doses of levophed, dobutamine, and dopamine. The esp team explained why the fiber optic numbers were inaccurate and walked him through transducing the radial arterial line to the pump. The pump then displayed radial pressures of 38 over 17 with a mean of 45 and augmentation of 111. Cedric stated the goal mean was 65. The esp team explained the pump was showing a mean of 45. He placed the pump in a 1 to 2 ratio, and unassisted pressures were 50 over 27 while assisted pressures were 42 over 19 with a mean of 47 and augmentation of 124. No harm or injury to the patient was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (investigation findings, component codes, investigation conclusions), h11.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,component code,conclusion),h11 a clotted inner lumen occurs when a blood clot blocks the catheter channel preventing accurate arterial pressure transmission. An ICU nurse reported a pump in standby with multiple alarms including prolonged standby unable to calibrate optical sensor and low helium while the pump would not start. The helium tank was replaced successfully allowing therapy to resume but the fiber optic arterial waveform showed artifact and no blood return from the inner lumen confirming suspected clotting. The inner lumen was capped and labeled do not use and guidance was provided to use the radial arterial line for pressure transduction. Further alarms indicated inaccurate fiber optic readings which were resolved by transducing the radial arterial line to the pump. Follow up confirmed the patient remained critically ill but no further balloon pump issues were reported after troubleshooting.

Event description:
N/a.